Event description:
It was reported to philips that the system was unable to boot, intermittently stalling at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. A review of the system logfile confirmed the malfunctioning of the flexvision pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flex vision pc was intermittently not booting. The fse confirmed that the flexvision pc was defective and needed a replacement. The defective flexvision pc was returned for analysis, and it confirmed the power supply failure. To resolve the issue, the fse replaced the flexvision pc and re-installed the software. After the replacement and re-installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.